Event description:
Home pt's (hp) family member contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 3/4 of pt's automated peritoneal dialysis (apd) therapy. Reportedly, when hp woke up to alarm hp noted transfer set was disconnected from the pt line of the homechoice set. Tsc assisted hp's family member in ending therapy early and advised her to setup with new supplies to complete hp's apd therapy. Per rn, no pt injury or medical intervention was associated with this incident.